Event description:
Pt was readmitted on 9/3/96 to hosp following complications from a previous surgery performed on 8/5/96 for ovarian ca malignancy. A cystogram showed a retained partial drain. The pt had pulled on the drain during a combative state in the ICU on 8/6/96 and the drain broke off. The ICU nurse was unaware that the tube was not intact. The pt was discharged on 8/16/96 with home health care. On 9/6/96 the pt was taken to the or for exploratory lap and removal of partial drain.